Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's sensor that recognize the syringe was not working and the plunger was not moving properly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found bottom case and plunger assembly tamper seals are broken. Device is observed to be in good condition with no appearance of physical damage. The device's event history log was reviewed for evidence of the reported event and found "syringe not in place". To conduct functional testing, the device was inspected. The "syringe plunger not in place" was replicated during syringe test and plunger assembly is intermittently stuck when plunger lever was pressed to move plunger assembly in and out. The complaint was confirmed. Problem due to the q1 being broken off from the plunger board and the plunger board broken off from glue. Root cause was attributed t the flippers being intermittently stuck; which was caused by an incorrect assembly of the plunger head by the customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 24-oct-2022 via email and attached to the complaint object: the customer reported product fault occurred while not in use with the patient. No patient injury.